Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer ref: (B)(4). Following a focal atrial tachycardia ablation procedure, two hours later the patient became hypotensive and a tamponade was noted. A perforation was then located in the right atrial appendage. The patient was eventually noted to be stable and was later treated at another hospital for the tamponade. Specifics on any intervention conducted are not known. Where the perforation occurred, no ablation was delivered in that zone and it was not believed that the transseptal needle was in that area either. There were no performance issues with any of abbott's devices.